Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The reporter of the event stated that the device was alarming, but the caregiver did not respond to the alarm. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event log was reviewed. On the reported day of the event, (B)(6) 2015, at 10:07:07 the ventilator began alarming for patient circuit disconnect, low tidal volume, and low minute ventilation. The ventilator continued to audibly alarm until the alarm was reset/silenced at 11:29:42. Following this event, the ventilator audibly alarmed for circuit disconnect several times, each followed by a reset/silence key press. This continued until the device was manually turned off at 11:58:12. The manufacturer concludes the device alarmed appropriately to alert the caregiver of an event. The downloaded event log indicates the patient was disconnected from the ventilator from 10:07:07 until 11:58:12 until the alarm was acknowledged by the caregiver.